Event description:
A report was rec'd regarding a frequent plasmepheresis donor. On 12/5/1997 he completed a plasmapheresis procedure without any complications, alarms, or complaints. The donor left in good condition but returned in two hrs to collect some forgotten personal belongings. In passing he mentioned to someone at the ctr that he had pain in his hip. According to the reporting physician, this donor returned for his belongings and not for the pain he was experiencing. Questions are addressed on a routine basis, prior donation, and during these questions there was no mention by the donor of pain. The pain increased to the donors abdomen/hip region. He developed a fever (40 degrees c) and a high "crp". Infection-sepsis was diagnosed. It was stated that staphylococcus was identified in the pelvic bone via magnetic emission (that type was not identified; MRI, etc). The donor was treated via the orthopedic dept and hospitalized on 12/8/97 to 12/15/1997. The treating physician mentioned to the donor that the infection was caused by the plasmapheresis procedure. The reporting physician felt this statement was made simply to do the lack of any other explanation. The reporting physician, from the blood bank, does not share the treating physician's view and does not see any relationship between the procedure and the infection. The phlebotomy was completed without any other reports of this nature, they have not had any similar reports to this event either.